Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Correction: device codes added. Ins battery draining rapidly following an overdischarge is a formal investigation.

Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2015, product type lead; product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2015, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that in attempt to resolve their charging issues they have turned their device off while charging. They noted that it still takes a significant amount of time to charge compared to when they first got it.

Manufacturer narrative:
Additional review determined that (B)(4) does not apply to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that the battery charged from full to empty in only eight days or earlier. Even after the machine was turned down, they still saw the same outcome. Sometimes it did not charge all the way and it took 3-4 hours to charge. Patient was in contact with their pain management who told them that there was a new stim that is only for spine/sciatica nerve; patient was weighing the options. It was reported that since patient's battery was 3-4 years old they were not getting the same relief as before. It was noted that they have had this machine for ten years.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 977a290 lot# serial# (B)(4) implanted: (B)(6) 2015 explanted: product type lead product ID 977a290 lot# serial# (B)(4) implanted: (B)(6) 2015 explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for other chronic/intract pain (trunk/limbs) and spinal pain reported two months ago their healthcare provider (hcp) gave them a shot in their sacroiliac which they thought ¿jarred one of the electrodes in their neck,¿ causing it not to work, and all of their symptoms to come back. Following this reprogramming was performed and their implant died a third time, but since then the consumer was having a problem with their device charging because now it had to be charged every three days, and was taking eight hours to charge when it used to take three.